Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found angulation in the up direction was out of standard due to a worn angle-wire, insertion was not possible due to blockage of the channel tube, liquid leakage was found due to deformation of the right/left knob and perforation of the channel tube, foreign material was coming out of the blocked channel, the focus could not be transformed to the near point due to damage to the charged coupled device, there was a crease in the charged coupled device lens, the light guide lens was broken, the adhesive of the bending section rubber was broken, the coating of the connecting tube was peeling, switches 1 and 2 were deformed, the protector at the control part of the universal cord was damaged, the coating of the universal cord was peeling, the grip was deformed, the scope cover was deformed, there was corrosion at the control part due to leakage, and there was corrosion at the scope connector cover unit due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an issue where the angle adjustment control knob did not adjust the angle. The issue was found during preparation for use. Inspection and testing of the returned device found foreign material exiting the auxiliary water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found during preparation for an unknown diagnostic procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.